Event description:
The reporter contacted animas on (B)(6) 2012 alleging that when entering carb amounts from the food list in the meter, the meter is calculating the information incorrectly. The pump was used to perform the calculation and it calculated appropriately, when the same calculation is performed on the meter it calculated double the amount of carbohydrates. This report is being made based on the alleged malfunction.

Manufacturer narrative:
(B)(4): review of the remote meter history revealed no activity outside normal patient use. A food item was selected from the food list; an ez-carb bolus for that item was performed. The meter correctly calculated the bolus. Testing was unable to verify or duplicate the alleged malfunction. The remote meter was evaluated and found to be operating within required specifications.

Manufacturer narrative:
The device has not been returned to animas for evaluation. Animas has conducted a review of the device history record and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.